Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that for the last year her setting is at 60 and leaves her jittery and her leads were put in wrong. Patient went in every week for 6 months for reprogramming because the therapy didn't help, she put it on low level and charge every week, and one of the lead hurts all the time, she have horrible time with it and can't get the nervous shaking thing to go away and she is not sure how they would get it program. Once she got a big jolt in bed and had to turn off implant. Patient states she is one of the 10% that therapy didn't work for and she wish it did work. Her hcp says she will have rep come out to do programming but she doesn't believe that will make a difference. Patient states she keeps therapy setting low and charge it up once a week. (B)(4).

Event description:
Additional information was received. It was reported the patient had no idea if the leads were put in correctly they just knew that after meeting with their manufacturer representative multiple times, they never received any relief from the implant except for 15 seconds in cvs. The patient turned down the implant to 60, no one could program them to get relief.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.